Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the error patterns very likely indicate the impact of a major mechanical force caused a blow or a fall. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the rigid ureteroscope had broken pan glass at the distal end. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.